Event description:
Medtronic received information that 2 ped2 pipelines failed to open in the distal section. Ped flex shield 5 x 20 mm (2 devices) didn¿t open and were removed. Less than 50% had been deployed when they failed to open. The pipelines were resheathed more than 2 times. No additional steps or other actions were taken to reopen the pipeline. The pipelines were resheathed and removed from the patient with the microcatheter. The catheters were flushed as indicated in the instructions for use (IFU). The devices were prepared as indicated in the IFU. The patient was being treated for an unruptured aneurysm. The vessel tortuosity was severe. No patient symptoms or complications were reported. Ancillary devices: sheath, sofia guide cathter, phenom microcatheter, guidewire

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box; within a sealed plastic biohazard pouch and within a second sealed plastic pouch. The introducer sheath was also returned. Visual inspection/damage location details: no damages or irregularities were found with introducer sheath. The pusher was found outside of the phenom-27. No damages or irregularities were found with the proximal pusher. The hypotube was found stretched with the ptfe shrink tubing still intact at the same location. The distal delivery wire was separated from the hypotube proximal to the wire weld. No damages or irregularities were found with the phenom-27 catheter hub. The micro catheter was found kinked at ~0.4cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pipeline flex w/ shield braid and distal delivery wire were found within the hub. The micro catheter was cut to remove the braid and delivery wire. Both braid ends were found not opened and covered in dried blood. The blood was dissolved and both braid ends were found tapered, damaged, and frayed. The separated distal wire was found broken between the resheathing pad and the dps sleeves. The proximal segment (including the proximal bumper, resheathing pad and pad restraint) was not found within the micro catheter and was not returned for analysis. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.6cm and the usable length was measured to be ~152.0cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged/frayed. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported resheathing pipeline more than two times, devices were prepared and flushed per IFU, and patient vessel tortuosity as severe. The hypotube was found stretched, the distal wire was found separated from the hypotube proximal to the wire weld and broken between the resheathing pad and dps sleeves. The broken end was sent out for sem testing. Sem result: ¿the wire failed via rotational overload,¿ indicative of over-manipulation or retracting against resistance. It is likely the reported severe patient tortuosity contributed towards the resistance. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. A review of the manufacturing process) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. However, as the proximal segment of the distal wire was not returned for analysis, presence of tinning and soldering on the distal wire could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported lesion characteristics were left paraothalmic, 6-7 mm, mirror aneurysm, r side pretreated with p64 coils in 2021. Sharp bend of proximal cervical ica. The pipeline didn¿t open in straight m1 and in distal ica, after multiple attempts. Additional information received reported lesion characteristics: left paraothalmic, 6-7 mm, mirror aneurysm, r side pretreated with p64 coils in 2021. Sharp bend of proximal cervical ica. The pipeline didn¿t open in straight m1 and in distal ica, after multiple attempts.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.